Event description:
It was reported that in the patient's room, a month after the catheter was placed in the patient's subclavian vein, the user found a leak from the junction hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4).